Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer had experienced low blood glucose level. The customer¿s blood glucose level was 39 mg/dl and other blood glucose value was 370 mg/dl. Customer was treated with glucose tablets. Customer had not alleged that the insulin pump was over delivering. Customer was using auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. No over delivery anomaly noted during testing.